Event description:
A patient received a burn on cheek while dentist was performing a standard treatment on tooth# 31. No ointment or medication was given to patient.

Manufacturer narrative:
A patient received a very small burn on cheek while dentist was performing a standard treatment on tooth #31. No ointment or medication was given to patient. During product evaluation was found that the head has a dent at 11. The dent keeps back-cap depressed causing drive assembly to overheat due to excessive pressure. The cause for overheating is the dent on the head. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).